Event description:
A report was received that the patient experienced short jamming when the stimulation was on. The patient underwent a revision procedure of which during the procedure, there was lead fracture when the lead was pulled from the splitter. The lead's tail was ripped out. It was unknown if the lead fracture happened prior to the procedure. The two leads and two splitters were explanted. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.